Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h11 update: upon investigation of the actual device used in this incident it was suspected that the station freezing issue was due to application unresponsiveness. A technical support specialist could not find any recent errors in the application logs and also they can not duplicate it. But as the preventive measure, previously tsc confirmed that they applied hotfixes to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system frozen during a cesarean section. Customer swapped hard drive on station but system did freeze again. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, d9, e3, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-may-2022 to 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station freezing issue was due to application unresponsiveness. A technical support specialist could not find any recent errors in the application logs. But as a preventive measure, previously the technical support specialist confirmed that they applied hotfixes to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system frozen during a cesarean section. Customer swapped hard drive on station but system did freeze again. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.